Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2007 due to pelvic organ prolapse and rectocele. The patient experienced pain, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that patient underwent excision of exposed mesh/foreign body and re-approximation of vaginal mucosa/vaginal repair on (B)(6) 2009 and (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic rectocele and prolapse symptoms.

Manufacturer narrative:
Date sent to FDA: 06/29/2016. It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.